Manufacturer narrative:
Device evaluation summary; device returned with the graft cover retracted; a gap of 15.0cm was observed between the front grip and the external slider. A kink was observed on the inner lumen at the stent stop. Material was observed lodged between the graft cover and strain relief. Resistance was noted advancing the external slider. On removal of the material the external slider was retracted and advanced along the screw gear with no resistance noted. The strain relief was slightly raised and flared due to the presence of the material. The material appeared to be latex in origin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported during the index procedure an unknown problem occurred during the deployment of the stent graft however it was noted that the physician was able to deploy and implant the device without difficulty. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.